Event description:
Event description cpi received information that a patient with an implantable cardioverter defibrillator (ICD) and a transvenous defibrillation lead experienced oversensing. The physician suspected a damaged lead caused 't' wave oversensing. The ICD and lead were explanted. No further information is known at this time.